Manufacturer narrative:
B3: event date: this event occurred sometime in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) one-link microbore catheter extension sets leaked from the connector. The leaks occurred at the connection between the extension sets and the attached IV (intravenous) catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: during an incident, blood leaked even when the connection was tightened. To resolve the events, new tubing or 24g catheters were placed. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.